Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025 and a fracture is suspected. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Possible noise was detected by home monitoring. Full lead evaluation recommended. Lead remains implanted, no adverse patient events reported. Should additional information become available, this file will be updated.

Event description:
Possible noise was detected by home monitoring. Full lead evaluation recommended. Lead remains implanted, no adverse patient events reported. Should additional information become available, this file will be updated.